Manufacturer narrative:
Concomitant medical products: 4076, lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited atrial noise oversensing observed on atrial fibrillation (af) episode. It was also reported the right ventricular (rv) lead exhibited high threshold. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.